Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported there was a communication problem that was noticed on the day of the report where the patient could not connect with the programmer or implantable neurostimulator recharger (insr). The patient said that he stopped feeling stimulation on (B)(6) 2015. Before that, the patient last recharged on (B)(6) 2015. When trying to synchronize with the programmer and insr, the patient got the poor communication screen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.